Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4)

Event description:
It was reported that the patient was given a twelve-month estimate for the device's remaining battery longevity at a device check. Approximately one month later, the patient presented with shortness of breath and exercise intolerance. It was noted that the right ventricular (rv) lead exhibited high and rising thresholds. There is a question on whether the device's unexpected longevity was due to an increased rv lead output set by ventricular capture management. The device was explanted and replaced due to the premature battery depletion, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.